Manufacturer narrative:
The customer indicated the device was discarded.

Event description:
That customer contact reported a disconnection. The tubing set was being used to deliver an unspecified solution at an unspecified rate, and was connected to an unspecified IV catheter. After an unspecified length of time in use, it was reported that the tubing set disconnected from pt's IV catheter. The customer contact reported that approximately "7cc" of blood was lost. The tubing set was replaced and the therapy was resumed. There were no reported adverse pt effects. No medical intervention were required. Though requested, no add'l info was provided.